Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that the surgeon reported a screw went through one of the radial head plates. The synthes consultant was not present during the procedure and is unsure of what plate (neck or rim) or screw was involved. Update: (B)(6) 2012: the surgeon reported to consultant: during a radial head fracture procedure, surgeon was inserting the 2.0mm cortical screw and the screw went through the plate. The surgeon used 2.4mm locking screw to complete the procedure with no further problems. No adverse effect to the patient was reported. Event #1 of 2 for complaint #(B)(4).